Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp. Several attempts have been made to contact the customer to obtain additional information to update this report. The customer stated that this was a rental unit and they are unable to provide any further details regarding the status of the iabp. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an ¿a.p. Optical sensing module failure¿ alarm and had loss of arterial pressure waveform. At the time the alleged malfunction was reported the customer had already located and transferred the patient to another operating iabp and stated that the patient was well and the therapy was being delivered adequately. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. (B)(4).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an "a.p. Optical sensing module failure¿ alarm and had loss of arterial pressure waveform. At the time the alleged malfunction was reported the customer had already located and transferred the patient to another operating iabp and stated that the patient was well and the therapy was being delivered adequately. There was no patient harm or adverse event reported.